Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The setup joint (suj) was returned for analysis. There were multiple instances of error 23072 identified in the system logs. The proximal shoulder harness and distal harness will be replaced to address the error.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for assistance. There was a non-recoverable error 23072. Tse guided caller to move arm 2 up and down. Error persisted. After a restart with the emergency power off button (epo), the system was blocking up and down movement, so that arm 2 was not able to dock to patient. Caller stated, there is a second da vinci system available and they will swap patient side carts to continue surgery. Tse explained how to swap carts, caller agreed. In case of any further problems, customer calls back. The procedure was converted to another da vinci system with no patient harm, adverse outcome, or injury and with a delay of 15 to 30 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the setup joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive the suj involved with this complaint to perform failure analysis.